Event description:
Sale rep report via phone a wholey hi-torque modified j guide wire became unravel during a procedure. On (B)(6): customer reports that a wire became unraveled, but was intact when removed from patient, no patient injury. Referred to ccl manager for procedural information. Ccl manager indicates that all information will need to come from risk management. On (B)(6): risk management reports that there are two separate events. This patient is a (B)(6), female. During a coronary angiography, left heart cath and left ventriculogram, the 4 french 12 cm sheath introducer was inserted in the right femoral artery. Patient has severe peripheral vascular disease. The .035 wholey 145 cm guidewire was inserted, followed by a 4 french jl 4.0 diagnostic catheter. During the procedure the distal gold connector of the wholey guidewire separated and the rn felt the separation, fluoroscopy was not being used. The guidewire did not come apart. It was removed and replaced with another .035 wholey 145 cm guidewire and the procedure was completed without complications. Patient was discharged to home 2 days after the procedure in good condition. Guidewire was saved for investigation by the manufacture. Search of this lot number reveals no similar description.

Manufacturer narrative:
Product investigation pending customer delivery of guidewire to guidant manufacturing. Follow-up report will be submitted once investigation is complete.